Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument found the complaint unconfirmed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that due to the ongoing complaints of the surgeon regarding broach to implant mismatch. All size 0-7 broaches will be removed from the trilock sets for further testing.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument found the complaint unconfirmed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.